Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint "instrument had issues applying clips". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed and failed. The clip would not release from the grip-tips after closing onto the test tube. The root cause of this failure is typically attributed to the misuse/mishandling. Additionally, the clip applier instrument was found with one (1) grip that was bent. The damage was found near the base of the clip groove, causing a 0.024" offset at the tips. As a result, the clip could not release from the grip tips during the clip test. The root cause of bent-severely instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument had issues applying clips. The procedure was completed with no reported injury.